Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
It was reported that complete heart block (chb) and moderate paravalvular aortic regurgitation occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given and subject was not on any prior regimen aspirin or other antiplatelet medication at the time of index procedure. The subject received a loading dose of 75 mg of aspirin. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty (bav) and subsequent deployment of a 23 mm lotus edge valve. There was a significant restriction at the leaflet level with bunching of the valve frame towards the sinotubular junction (stj) therefore a successful repositioning of the lotus edge valve was completed in accordance with the directions for use (dfu) that included complete re sheathing of the lotus edge valve in the delivery system catheter for deployment into a more accurate position within the aortic annulus. Post dilatation was performed with a 20mm balloon. Complete heart block was noted post balloon dilation. While performing the post dilatation, the patient developed complete heart block. Post procedure echocardiogram revealed a well seated lotus edge valve with moderate paravalvular aortic regurgitation and no significant changes in effusion. On the same day of the index procedure, a new pacemaker was successfully implanted. At the time of reporting the events were considered recovering.